Event description:
It was reported to philips that the system's control module geometry was unable to recognize, which can impact geometry movements. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary procedure was being performed when the issue occurred and was completed by moving the patient to other room. The philips field service engineer (fse) visited system onsite and confirmed that the system's control module geometry was unable to recognize. The review of system log files showed multiple ui modules are not detected. Upon troubleshooting, the fse found twisted cables of modules, fse made the cables normal then the issue was resolved. To ensure everything works well, the fse reinstalled the software of the modules, but the issue occurred again after a while. The fse stated that there might be short circuit due to twisted cables. To resolve the issue, the fse replaced geometry and imaging modules, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.